Event description:
It is reported that surgeon had difficulty inserting the poly liner into the stem. A different poly liner was implanted.

Manufacturer narrative:
Evaluation summary: the liner shows deformations and scratches that are most likely due to the several reported attempts to impact the liner. For cases where impaction of the liner is not desired, an alternative instrument has been designed to force the liner into the stem. The liner inserter converts rotational forces to the liner, forcing the liner lock without impaction. Cause cannot be definitively determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.